Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams apogee pc with intexenlp - (B)(4). Ams apogee system - (B)(4). Ams apogee system with pc coated intepro lite - (B)(4). Ams elevate (not specified) - (B)(4). Ams elevate anterior prolapse repair system with intepro lite - (B)(4). Ams elevate pc - 2. Ams elevate pc anterior prolapse repair system with intepro lite - (B)(4). Ams elevate pc posterior prolapse repair system with intepro lite - (B)(4). Ams elevate posterior prolapse repair system with intepro lite - (B)(4). Ams perigee system - (B)(4). Ams perigee system with intepro - (B)(4). Ams perigee system with pc coated intepro lite - (B)(4). Unknown graft mesh - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal bleeding and nonhealing mesh with extrusion on (B)(6) 2011. Furthermore, it was also reported that the plaintiff allegedly experienced emotional distress and a product problem. The plaintiff underwent series of mesh revisions and implantation of another device on (B)(6) 2011 to (B)(6) 2013. The mesh remains implanted. No further patient complications have been reported in relation to this event.